Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that sp set leaked. The following information was provided by the initial reporter: "this is a report about leakage of chemo between the spike and the spike port of an infusion bag. The drug used is gemcitabine."

Manufacturer narrative:
The following fields were corrected with additional information: d.10. Device available for evaluation?: yes; returned to manufacturer on: 2020-09-03 h.3. Device received by manufacturer: yes

Event description:
It was reported that sp set leaked. The following information was provided by the initial reporter: "this is a report about leakage of chemo between the spike and the spike port of an infusion bag. The drug used is gemcitabine."

Manufacturer narrative:
H.6. Investigation: (1) when we checked the appearance of our actual product, no abnormalities such as damage and molding defects were found. (2) confirm the airtightness of our actual product (corresponding jis standard: 50kpa, no leakage by pressurizing for 15 seconds) no leaks were found (3) when purified water was injected into the actual infusion bag and the actual product manufactured by our company was punctured into a rubber stopper, the liquid leaked. (4) when the rubber stopper of the actual infusion bag was enlarged and confirmed, multiple puncture holes were found. In addition, cracks generated in the rubber stopper when this product is cleaned before analysis are also included. (5) our actual product in another infusion bag (saline bag "fuso" 250ml serial number 17f22c) no liquid leakage was observed when the puncture was performed. No abnormality was found in the actual product, and the reproducibility of the requested event could not be confirmed. Although it was not specified, this event accidentally created a gap inside the infusion container mouth during puncture. If there is a needle hole at the time of mixed injection near the position where the spike is inserted, it will be distorted due to compression. It is stated that it may open and lead to liquid leakage. H3 other text : see h.10

Event description:
It was reported that sp set leaked. The following information was provided by the initial reporter: "this is a report about leakage of chemo between the spike and the spike port of an infusion bag. The drug used is gemcitabine."